Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the sample in a plastic bag filled with the parenteral nutrition solution for evaluation. A visual inspection revealed a small hole, approximately 0.2 cm, on the pump tubing. A gravity test was performed and a leak was observed in the tubing. The tubing was tested with a pump and the set was found to be leaking. The cause could not be determined. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked from the tubing at the point where it contacted an unknown pump. This occurred during priming. There was no patient involvement. No additional information is available.